Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The parent of a customer reported via phone call that the insulin pump alarmed unexpectedly at least seven times in the past month, including motor errors, motor position errors, and radio frequency failed errors. The customer also indicated that low battery alerts have been received and the pump loses power. The customer's blood glucose reading was 420 mg/dl at the time of the phone call. Customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the rewind, basic occlusion and displacement tests. No motor error alarms noted. The motor passed the motor test. The pump passed the unexpected restart error test, and all operating currents tested within the specification range. The pump also passed the off no power test. The pump was monitored and tested with no low battery alert and no off no power alarm was noted. The pump gave a rf pic failed alarm due to a faulty component on the radio frequency board. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.